Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected extrinsic outflow graft obstruction could not be conclusively determined through this investigation as no images were provided by the account, and no product was returned for evaluation. Multiple attempts for additional information regarding the event, including CT imaging availability, were made by an abbott representative; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that a hematoma/ jelly like substance was noted between the graft and bend relief. Computed tomography (CT) was done which showed no change from the previous scan done last year. The patient experienced no symptoms with a follow up visit scheduled in (B)(6) 2023 for a decision about a plan of care. Additional information was received that computed tomography (CT) images were requested and were being awaited. The plan of care was to wait and do another evaluation during spring time.

Manufacturer narrative:
A prior outflow graft related event that occurred for this patient in aug2019 is reported under MFR # 2916596-2019-03896. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a suspected outflow graft obstruction between the graft and the bend relief. No symptoms were reported and the case was being evaluated with no decisions made.